Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an adhesive event where three infusion sets fell off during physical activity on (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024. The infusion set was in use for 36 hours. Blood glucose at the time of event was notced 155-225mg/dl . Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
(B)(4) - device 3 of 3.